Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4)-controller: method: actual device evaluated; interoperability evaluation; analysis of data log(s). Results: no failure detected. Conclusion: no failure detected, device operated within specification. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. One battery and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported event was confirmed via functional testing. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a faulty internal cell pair. The cause of the faulty cell pair was found to be a faulty cell well. The confirmed malfunction is related to the reported event. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the failure is an improper solder connection, which likely contributed to the event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2015, (B)(4) was plugged to slot 1 in controller and pump was working on this battery. When battery charge level drop to 40% power disconnect alarm accrued. On (B)(6) 2015 (B)(4) was plugged to slot 2 in controller and was pump was working on this battery. When battery charge level drop to 41% power disconnect alarm accrued. The battery and controller was replaced. There was no impact to the patient.